Event description:
It was reported the patient had their device placed in the left buttock. The site did not heal properly and the patient underwent revision. Additional information received indicated there was a 3 cm area of non-healed tissue which required repair. The surgeon that did the revision of the site also placed the battery deeper in the pocket to avoid any generator edges near the incision. The patient is "doing fine" with no issues.